Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting the following information: correcting UDI # from (B)(4). Device received for this event is being corrected from impl pick-up 3.5/4.0 short catalog # 24947 to osseospeed tx 4.0s - 9 mm catalog # 24941. Correcting product code from ndp to dze. This is a follow up report to correct this information.